Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that has missing segments on channel c's display was confirmed during product evaluation. This condition was caused by a faulty main display. Channel c's pump head module was replaced to fix the reported condition. This involved a colleague p1.5 infusion pump with user interface module master software version 5.09.92.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that has missing segments on channel c; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.